Event description:
It was reported during the expansion of the expandable corpectomy device, the implant got stuck and could not be compressed. A new implant had to be used. Surgeons tried to compress it manually by hand and using the proper screwdriver however, nothing could be done. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the implant was over expanded and exceeded the maximum position (see visual indicator). Using a standard instrument, by applying load on the gears it was possible to collapse the implant. Even though, the teeth of the implants gears were damaged due to overexpansion. The manufacturing records were reviewed and no deviation to the specification was found. No product fault could be detected.